Event description:
As reported by the edwards field clinical specialist, following deployment of a 23mm sapien valve via a transaortic approach, wide open central aortic insufficiency (cai) and a non functioning leaflet was noted. A second sapien valve was subsequently implanted, which resolved the cai. The patient was noted to be in stable condition following the procedure. Prior to deployment, the sapien valve was positioned 50:50 across the native aortic annulus. A single post valve deployment cine image noted the sapien valve in 70:30 ventricular with a suboptimal image intensifier angle (iia) and minimal root calcification. The native aortic annular diameter was 15.6mmx24.7mm (area 360) by CT. The native aortic valve calcification was not reported however, pre-screening m2s imaging demonstrates moderate calcification present on all three cusps. The sinotubular junction (stj) diameter was 27.7mm, and the sinus of valsalva (sov) diameter was 27.4mm. The patient¿s ejection fraction (ef) was unknown. The iia and the coaxial alignment of the valve and delivery system were both described as good. The delivery system was prepped with a normal volume. Per report, there appeared to be native leaflet overhang following deployment of the first sapien valve.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), ventricular malposition with central regurgitation is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. An edwards technical summary was created to document the results of testing performed by edwards to study low sapien thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case, the cause of the ventricular malposition, cai and reportedly motion restricted leaflet cannot be confirmed. However, a combination of patient (moderate native valve calcification) and procedural factors (sub-optimal iia) may have contributed to the ventricular malposition. The cai and motion restricted leaflet may have been caused by the 70:30 ventricular placement of the sapien valve and corresponding native leaflet overhang. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Manufacturer narrative:
The serial number, and manufacture and expiration dates provided with the initial report were incorrect. The corrected information has been provided.